Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculations from five and a half years to elective replacement indicator (eri) in a span of one month. Data was sent for engineering analysis. Analysis showed that the device was depleting in a manner consistent with premature depletion caused by degradation of the ceramic battery bypass capacitors. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculations from five and a half years to elective replacement indicator (eri) in a span of one month. Data was sent for engineering analysis. Analysis showed that the device was depleting in a manner consistent with premature depletion caused by degradation of the ceramic battery bypass capacitors. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.